Event description:
It was reported that the "laser energy came from tip of fiber @ 39,000 joules". The procedure was completed using a second fiber. There was no report of pt injury.

Manufacturer narrative:
(B)(4).